Event description:
The customer reported that the jaws would no linger open while in tissue. There was no pt injury. The device was returned to the MFR and visual inspection noted that the webbing was protruding from the area near the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.